Event description:
The customer obtained multiple non-reproducible lower than expected vitros phenytoin (phyt) quality control results (qc fluid biorad 2 = 11.75 vs. 14.8; qc fluid biorad 3 = 18.92 vs. 24.4; qc fluid lot m1914 = 21.15 vs. 27.4 ug/ml) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros phyt patients had been run during the timeframe of the event. There was no report of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected vitros phyt quality control results were obtained on a vitros 5600 integrated system. Expected vitros phyt quality control results were obtained on a subsequent run. The investigation was unable to determine a definitive root cause. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.